Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they didn't think the deep brain stimulation (dbs) system was doing what it was supposed to be doing. The patient¿s tremors have not been controlled since implant, and they still medication to control the tremors. A healthcare provider (hcp) tried turning up the stimulation to 6.0v, but the patient had bad side effects so it was lowered. On another occasion, they tried increasing stimulation to 2.8v, but had to lower it back to 2.1v due to side effects. It was noted the patient was switching doctors and wouldn't be able to see their new hcp for a long time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that when the ins was first turned on after it was implanted "it was going crazy." The patient reported having all kinds of side effects, including terrible pain on the right side. The patient reported that the ins had to be turned off and went on to state that the ins had never been turned on and adjusted to where it worked. The patient reported that their healthcare provider (hcp) tried turning the ins on 3 different times on low voltage, but they could not get it up to the original voltage without side effects. The patient reported having a CT scan on their sciatic nerve last week and reported that they had some trouble with the sciatic nerve. The patient reported that their hcp stated that the ins should not have caused a problem with the sciatic nerve. No further patient complications have been reported as a result of this event.